Manufacturer narrative:
Draeger was not involved in examination or repair measures of the affected device, but has been asked by hospital technician for probable root cause. Draeger service posted the repair plan and offered onsite repair. However the hospital choose the 3rd service company for repair, reportedly the mainboard of the power supply unit was repaired. As also reported by hospital, the device is back into service already. Draeger concludes: a reboot is the specified behavior to remove deviations in e.g. The software processing; all running processes are reset to a controlled state. During the reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings if the deviation could be removed successfully. There are multiple reasons imaginable - repeated reboots are an indication that the issue is rather related to hardware malfunctions than to software processes ; a differentiation is not possible due to the lack of information. Without log file access or the possibility to check the hardware draeger can neither confirm nor deny the assumption and repair of 3rd party service company; especially the repair of a power supply mainboard, while the original draeger power supply is a replacement part/component.

Event description:
It was reported that the device performed restarts during use. The operators replaced the device in a controlled maneuver. No injury or serious impairment of health of the patient have been reported.